Event description:
The customer requested assistance to change his basal rates. Advised the customer to call his doctor first to determine the changes. The next day, the customer called back and stated that he was vomiting, had ketones, and went to the hospital on his own. The customer stated that he had used insulin from an insulin pen the previous time he filled his reservoir and the insulin may have been denatured. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. The customer stated that his blood glucose level was somewhere between 200 and 300mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.